Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had possible over delivery anomaly. Customer stated they does not eat breakfast in the morning. As a result of this difference between sensor glucose and blood glucose in the morning, customer often gets to much insulin delivered from insulin pump resulting in a low. Customer stated that sensor glucose was goes up every day in the morning. Customer was not able to do troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.